Event description:
The customer reported that the insulin gave him too much insulin and caused his low blood glucose. The blood glucose at time of call was 86mg/dl. Troubleshooting was performed. The drive support cap appears normal. The customer stated that his wife woke him up and called the paramedics. Reviewed the programming and it was correct. The reservoir was showing the same amount of insulin as shown on the status screen. The caller stated that the device was not exposed to a high magnetic field, but it has gone through the airport scanners. Performed the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.